Event description:
A power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced a loss of consciousness. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader. Reader was turned on with button press. Visually inspected the returned usb charger and usb cable and no damage was observed and passed all testing. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced a loss of consciousness. The customer reported unspecified treatment from healthcare professional due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.